Event description:
It was reported that following an unk procedure, the surgeon noticed an outbreak of granulomas along the anastomosis line. The pt experienced defecation difficulties and surgery was necessary to perform abscission.

Manufacturer narrative:
Date sent: 08/11/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.